Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this implantable pacemaker device was suspected to be depleting prematurely. This device could not be interrogated. Boston scientific technical services (ts) consultant confirmed with patient having device changeout and suspected device was replaced with a non-boston scientific device. This device remains in service. No adverse patient effects were reported.